Event description:
A loud popping sound was reported. Reportely the battery exploded and the battery cover came off and is now warped and damaged. The user is unaffected, but is without sound on that side.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the received information from the field, a zinc air battery expanded and damaged the sonnet battery pack cover. Device investigation confirmed the reported issue. In previous cases seen by the supplier, the cell expansion happened due to an abnormal use e.g. Cell is being charged, or repeated use of empty or completely discharged cell. The recipient did not get injured due to this issue. This is a final report.

Event description:
A loud popping sound was reported. Reportedly the battery popped, and the battery cover came off and is now warped and damaged. It cannot be removed from the processor because the bottom battery is enlarged. The user was unaffected, but is without sound on that side. There was no overheating of the battery or leakage reported.